Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. However, the cause could not be determined. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, three increased intra-peritoneal volume (iipv) events were identified. This which occurred in the therapy initiated on (B)(6) 2013, during night drain twenty six. The drained more than their maximum programmed fill volume. No additional information is available.